Manufacturer narrative:
On (B)(4) 2014, hitachi service examined the coil extension cable and the shoulder coil used for the patient exam. Heat tests were done. The shoulder coil itself had no heating problems with or without the extension. Service inspected the coil extension cable and found that the cable balun cover was already partially melted. Heat testing the balun measured 159 degrees f (70 deg c), but no further damage occurred. The temperature specification is 41 deg c. Further testing at the home office, factory, and facility determined that the coil extension cable could overheat depending on how the cable was routed across the patient table. The root cause of the failure has not been determined. After initial testing was completed on (B)(4), hitachi determined that the coil extension cable should be removed from service until a final corrective action can be determined. On (B)(4) 2014, hitachi sent a c&r report to FDA indicating our intention to remove the coil extension cable from all oasis systems. Hitachi clinical science indicated that the extension cable is rarely used and its removal would not pose any limitation on clinical imaging.

Event description:
On (B)(6) 2014, after the completion of a shoulder exam on the hitachi oasis MRI system, the technologist noticed that a section of the coil extension cable called the balun was very warm to the touch and smelled as if it were melting. The shoulder coil was not warm and performed normally. The patient that was being scanned was a left shoulder so the cable extension with balun were placed above the patient's head on the far side of the pillow under the patients head. The technologist only noticed the problem after patient exam was completed. The exam image quality was normal and the patient was unharmed. Hitachi directed the customer to take the extension cable out of service until it could be tested.